Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy procedure. It was reported that the probe had verification failure. The navigation system was suspected as the cause, but the issue was not resolved by putting the instrument out and in. Verification was capable once (forcibly with the bottom of the divot), but an obvious deviation occurred. Therefore, the number of geometry errors was confirmed, and the numerical value was high. As a result, replacement was performed by providing a new passive ball, and then verification was capable without any issue and the accuracy was also favorable. The physician asked why silver balls with geometry error were delivered. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.